Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse noted errors 1, 704 and 705 and replaced the master tool manipulator (mtm) 2. The fse also noted error 1007 and replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. The complaint regarding repeated errors was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. The usm unit involved with this complaint has been returned for evaluation. However, the failure analysis investigation has yet to be completed. Additionally, the mtm unit has been returned for evaluation. However, the failure analysis investigation has yet to be completed. A follow-up MDR will be submitted post engineering evaluation or if additional information is received image(s) and/or video clip(s) associated with this reported event were not submitted for review. A procedure log review was performed. Per the review, the following was confirmed: a nephrectomy procedure was performed on system sk0603 on (B)(6)2022. The probable root cause of the repeated errors is attributed to defective mtm and usm. The fse replaced these parts to resolve the issue. This complaint is being reported based on the following conclusion: the customer converted after the start of the procedure due to a non-recoverable error. The universal surgical manipulator (usm) and master tool manipulator (mtm) required replacement. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the arms suddenly stopped responding and error numbers 25521 and 1 where displayed. The customer stated they had already power cycled the system including emergency power off (epo) and breakers. The customer had first called the clinical sales representative (csr) who requested the customer contact the technical support engineer (tse). Prior to calling the tse, the surgeon had already converted to traditional laparoscopic surgery. The system was onsite and the tse confirmed errors 25521 and 1 pointing to issue with surgeon side console (ssc). Further troubleshooting was not possible at the time of the call. The surgeon called back after surgery. The tse guided the surgeon through a hard power cycle with epo. The system started normally and the surgeon stated the master tool manipulators (mtm) initialized normally. The tse requested the surgeon test system. The surgeon performed a test (with endoscope and instruments) and all was working fine. The tse informed the surgeon that the problem may occur again. The procedure was converted to traditional laparoscopic surgery with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was converted because of the error. The procedure had been going on for about one hour or two before the conversion. They tried to solve the issue for around 30 minutes. The procedure was a nephrectomy. Additional follow up was performed and the following additional information was obtained: the customer confirmed they did not have to increase the port size or add additional port to convert the procedure. The customer confirmed that they used the same ports as for the robot.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the universal surgical manipulator (usm) involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. The universal surgical manipulator (usm) was returned for failure analysis for errors 25521/1173/1007 but the reported failure could not be replicated. However, the error was confirmed via error logs/system logs pointing to the axis controller carriage (acc). The unit was tested on an in-house system and passed normal mode. The unit was also tested on a patient side cart (psc) fixture test platform (pftp) and passed lissajous, rom, sine cycle, carriage sine cycle, friction speed low, and friction speed high tests. The instrument sterile adapter board will be replaced as a fix. The mtm2 was returned for failure analysis, and the reported failure (error 25521) was unable to be reproduced but could be confirmed as having occurred via field error logs. Visual inspection was performed. The arm was installed onto the system and powered up. Sine cycle and a test drive were performed without any issues. Tests performed via matlab and passed. However, as a precaution, the following parts will be replaced: esmb pc black and white ffc's, slip ring assy, slip ring board, main wire harness, rjp pca, rjs pca, gimbal black ffc, gimbal white ffc. Testing of the mtm showed there was no problem found.